Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time no additional information has been provided. The root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 21mm aortic valve was explanted after an implant duration of 4 years, 5 months due to concern that there was thickening and reduced mobility of the aortic prosthesis with aortic regurgitation. A 19mm aortic valve was implanted in replacement. The previous unknown mitral bioprosthesis was also replaced with a non-edwards valve due to vegetation on the mitral prosthesis which was sterilized but left the valve severely regurgitant. Per obtained medical records, the prosthetic aortic valve actually looked quite good and the surgeon was tempted to leave it in place. He thought however that it would make the implantation of the mitral prosthesis more cumbersome and therefore went ahead with our original plan and removed that prosthesis. The 19mm valve was successfully implanted and the patient tolerated the procedure without intra-operative complications. The patient was discharged to rehab on post-operative day ten.